Event description:
It has been reported to us that during the preparation of the device leaking from the guide catheter hub was noticed. The device was not used for the case.

Manufacturer narrative:
Method: actual device used in case was evaluated. Visual examination performed. Results: the actual complaint sample used during the case was returned and evaluated. Visual examination of the returned guide catheter revealed that there is a slight kink at the tip of the guide catheter. The catheter was leak tested and upon pressurization the guide catheter leaked. The hub of the guide catheter was cut open to examine the glue joint and the amount of glue found was inadequate. A review of the device history record did not detect any deficiencies within the manufacturing process. All manufacturing operators have been retrained at this application in (B)(6) 2012 to prevent future occurrence. This lot was manufactured prior to this retraining. The event has been confirmed for leaking due to inadequate adhesive. The analysis is complete as of (B)(4) 2012.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.